Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's wye circuit was not returned for evaluation as part of this investigation. It's important to note circumstances outside a device malfunction could be a factor. Setup to the device related to patient breath could cause these typed of alarms, but it could not be firmly established as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.